Manufacturer narrative:
The investigation for the reported loss of opm data issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. Device analysis: console was sent back for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Per the results of the clinical review and investigation, the root cause was not determined since it could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, there was controller alarm. The impella cp pump remained implanted for support despite this without harm or injury.